Event description:
Used chattems icy hot medicated patch on my shoulder. When I took off the patch I had second degree burns under the patch area. I saw a dr later for my shoulder pain and he is the one who said I had second degree burns from the product. I saw the recall yesterday and it said to report to you about the problem. I have not used the product since. I have hot areas at the area where I used the pad, but do not know if it is connected to product or surgery. Could the product have caused nerve damage in that area?? Please advise. Dose or amount: once. Dates of use: 2007. Diagnosis or reason for use: shoulder pain. Event abated after use stopped or dose reduced? No.